Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "overinfusion". According to the customer: "prescribed dose was 40mcg/hr fentanyl but was observed to be infusing at 400mcg/hr, end users wants to find out why."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). No pump was sent to melsungen for investigation. The history files "keyboard" and "device" of the perfusor space 607930 were analyzed. During preparation of the "fentanyl" therapy on the 16th of august 2023, the user changed the dose rate from (B)(4) at 02:21:04pm. The complaint is not confirmed. The user changed the dose rate from (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.